Event description:
It was reported that the functional check failed. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and did not confirm the reported problem. The nbp calibration had expired. Upon conclusion of the evaluation, it was determined that the nbp test calibration expired. The fse calibrated the nbp and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.